Event description:
Customer called reporting a button error alarm on her insulin pump. Customer's blood glucose level is 166 mg/dl. Customer stated the device was possibly exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Cracked case at display window corner and a small crack on the reservoir tube lip noted. Insulin pump had moisture damage on lcd/b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.